Event description:
It was reported that the pacemaker exhibited loss of capture in the presenting rhythm. It was noted that the patient contacted the clinic stating that they are experiencing a low heart rate. Further information was requested however, was not provided.